Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the report from hospital say: on (B)(6) 2024, the patient was prepared to use a ventilator, which turned on normally. However, during use, an alarm was detected indicating insufficient ventilation and the ventilator could not be used ." (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.